Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument release to warehouse date: march 23, 2020, expiration date: march 01, 2030, part: 03.404.024s, 14.0mm reamer head for ria 2-sterile, lot: 46p3596 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part: 03.404.m024, ria 2 reamer head 14.0mm, lot: 6823004. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Was reviewed and determined to be conforming. Heat treat results certified. Raw material certificate of compliance supplied to mark two engineering from boston centerless was reviewed and determined to be conforming. Raw material certificate of tests supplied to boston centerless from carpenter was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during the process of harvesting the bone with reamer irrigator aspirator (ria) 2, the head broke off. Fragments were generated and remained in the femur canal. After the removal another head was used and it also broke. Procedure was completed successfully with thirty(30) minutes delay. This report is for one (1) reamer head f/ria 2 ø14. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.